Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that the generator has an e433 (permanent rebooting) error message. The issue was found when the customer was evaluating new equipment before they replace their current ones. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7 ¿ a defective transformer tr1 at the generator board (permanent fault). 8 ¿ a defective current transformer at the generator board (permanent fault). 9 ¿ a defective impedance converter at the generator board (permanent fault). 10 ¿ a defective peak value rectifier at the generator board (permanent fault). 11 ¿ no or a too low supply voltage of the hvps board (permanent fault). 12 ¿ too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). 13 ¿ a defective hvps board (short circuit at the mos transistors, permanent fault). 14 ¿ a defective motherboard (short circuit at the ntc1, permanent fault). 15 ¿ a defective motherboard (defective adc, permanent fault). 16 ¿ defective tsv diodes at the relay board (permanent fault). Olympus will continue to monitor field performance for this device.